Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1, a2, a3, a4: device used in a veterinary case - no patient information will be reported. E3: reporter is a j&j employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in sweden as follows: it was reported that the patient (a dog) underwent a tibial plateau leveling osteotomy on the left knee. There were no problems during the first surgery. Upon the second surgery, the proximal screw was completely loose; the two caudal screws had gone off. The plate and screws were removed, and a new lcp 3.5 plate was implanted. This was a difficult surgery. No further information is available. It was found during visual examination of returned products on (B)(6) 2023 that two additional screws were broken. This report involves one 3.5mm locking screw slf-tpng with stardrive recess 35mm this is repot 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lockscr ø3.5 self-tap l35 sst was broken across the neck between the head and the shaft, only the head fragment was returned. With the available information, it is not possible to establish a root cause for the failure of the implant, it was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the lockscr ø3.5 self-tap l35 sst was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr ø3.5 self-tap l35 sst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Device history lot: a manufacturing record evaluation was performed for the finished device product code : 212.114 lot number# 1132p99 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on:09/08/2022 manufacturing site:jabil grenchen device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.